Manufacturer narrative:
UDI: (B)(4). Concomitant product(s): patient medications include metamizol, pantoprazol, amroxol, ramipril, clopidogrel, tamsulosin, finasterid, torasemid, pregabalin, simvastatin, acetylcystein, metoprolol, aspirin, and symbicort. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2010, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and dilated iliac arteries. On (B)(6) 2016, a distal type I endoleak was identified in the right common iliac artery. According to the physician, the endoleak was likely caused by iliac artery dilatation due to aneurysmal disease progression. On (B)(6) 2016, the patient underwent a coil embolization of the right internal iliac artery, and endograft extension to the external iliac artery to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.